Event description:
It was reported that the patient was having a loss of stimulation due to high impedances. The patient underwent a spinal cord stimulator lead revision procedure. Additional information was received that the patient was doing well post procedure wherein the leads were repositioned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two weeks ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7072838.

Event description:
It was reported that the patient was having a loss of stimulation due to high impedances. The patient underwent a spinal cord stimulator lead revision procedure. No further information has been obtained despite good faith efforts.